Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis indicated the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed superior vena cava defibrillation coil became extrinsically distorted due to buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician could not place the right ventricular (rv) lead due to a narrowed subclavian vein. As a result of the attempted implant, the physician had to use extra force to pull the lead from the sheath. The lead became damaged. Upon further investigation of the lead, the proximal superior vena cava (svc) coil appeared to be elongated. An alternate lead was placed. No patient complications have been reported as a result of this event.